Manufacturer narrative:
Received a copy of the customer's medwatch report. The customer medwatch report number was not provided.

Event description:
The customer reported that when the door on the pump module was opened to remove the epinephrine infusion set while connected to the patient, the patient received approximately a 3.2 mg bolus of epinephrine from an epi bag of 8 mg/250 ml normal saline. The patient sustained cardiac arrest and recovered. The customer stated that the roller clamp was not engaged prior to removal of the tubing and the flow stop on the lower fitment did not engage. The pump module was evaluated by clinical engineering who identified that the door mechanism that normally engages the safety clamp when the door is opened was not functioning properly. The set screw may have migrated slightly causing a misalignment of the components. Additional testing by clinical engineering found that the flow stop failed to engage in four out of five tests. Received from the customer a copy of a medwatch report which states: ¿event occurred following arrival to ICU from operating room. Rn opened alaris pump channel door to remove epinephrine bag/tubing that was in place for emergency use only. The bag was being removed so another medication could be started. When the door was opened a bolus of epinephrine infused in to the patient. The rn did not manually clamp the tubing. The safety device associated with the door opening that normally clamps the tubing automatically did not prevent the free flow of the medication.¿

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the pump module door was opened while the tubing was connected to the patient and the bag of epinephrine. When the door was opened, the safety clamp did not engage and the patient received the contents of the bag of epinephrine. The patient sustained cardiac arrest and recovered. The IV set and pump module were sequestered.

Manufacturer narrative:
Concomitant medical product: 250ml baxter bag, ndc 0338-0049-02, lot number y237883, exp dec 18, 0.9% sodium chloride. The customer¿s report of an overinfusion of epinephrine was confirmed. The pcu event log shows that there were 3 instances in which the safety clamp was opened (for 11 seconds, 16 seconds and 26 seconds). The suspect pump module was received with a 3rd party latch/sear. During testing the sear was observed to stick intermittently when opening/closing the door. The IV set's safety clamp was not always pulled closed with this sear when the door was opened and when it did, the safety clamp was closed at different positions. This condition allowed free flow to occur if the roller clamp was not closed. The event IV set's safety clamp closed as expected during testing with a known good latch/sear. The root cause of the overinfusion of epinephrine was a 3rd party latch/sear that did not pull the safety clamp closed to occlude flow.